Manufacturer narrative:
Correction: h.6.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 5. Fluid was found in the pump module area of the cycler. Fluid leaked from a small pin hole on the right side bubble of the cassette. A new cycler was issued to the patient. Patient was familiar with doing manual treatments in the absence of a cycler. In a follow up, the patient verified the fluid leak and said there was an actual hole in the cassette. The did a round of prophylactic antibiotics. There was no harm, intervention or adverse event associated with the leak. The patient got a new cycler and the old cycler is available to return. The cycler set is available to return.

Manufacturer narrative:
Additional information: d9: / h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Vacuum check ¿ failed. Measured (vacuum < 160 mbar): 286 mbar. Failure traced to: clogged hp4 filter. Replaced hp4 filter. Valve actuation test ¿ passed. System air leak test ¿ passed. Post-ast 2 hours 15 mins 8500ml simulated treatment was performed without any failures or problems. No fluid leaks were found after simulated treatment. There were no visual discrepancies encountered during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 5. Fluid was found in the pump module area of the cycler. Fluid leaked from a small pin hole on the right side bubble of the cassette. A new cycler was issued to the patient. Patient was familiar with doing manual treatments in the absence of a cycler. In a follow up, the patient verified the fluid leak and said there was an actual hole in the cassette. The did a round of prophylactic antibiotics. There was no harm, intervention or adverse event associated with the leak. The patient got a new cycler and the old cycler is available to return. The cycler set is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 5. Fluid was found in the pump module area of the cycler. Fluid leaked from a small pin hole on the right side bubble of the cassette. A new cycler was issued to the patient. Patient was familiar with doing manual treatments in the absence of a cycler. In a follow up, the patient verified the fluid leak and said there was an actual hole in the cassette. The did a round of prophylactic antibiotics. There was no harm, intervention or adverse event associated with the leak. The patient got a new cycler and the old cycler is available to return. The cycler set is available to return.